Manufacturer narrative:
(B)(4).

Event description:
It was reported that a wearable failure occurred. The sensor was inserted into the arm on (B)(6) 2024. Performance data was reviewed. An early sensor expiration was not found within the investigation window. The allegation was not confirmed. However, a transmitter failure was found in connection to the reported allegation. The probable cause of the transmitter failure was determined to be a low transmitter battery. No injury or medical intervention was reported.